Event description:
Reporter alleged that the patient received the results of 44 mg/dl, 215 mg/dl and 43 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received based on these results. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a low anterior resection the tip of the blade was broken off during the system check. As it occurred out of the patient, no pieces were left inside the patient¿s body. The error code could not be confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.